Event description:
The plaintiff's attorney alleged the decedent experienced unspecified injuries and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
Tthis is one event (death) for the same pt involving two separate products.